Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ 3ml luer-lok¿ syringe there was an issue with the plunger being defective. The following information was provided by the initial reporter, translated from portuguese to english: syringe presenting defective stopper